Event description:
It was reported that during a percutaneous coronary transluminal angioplasty procedure a balloon rupture occurred. The 95% stenosed lesion was located in a "unremarkably" tortuous right coronary artery. A 2.0x20mm ace balloon ruptured at 14 atmospheres. It is unknown how many atmospheres the balloon was inflated to and for how long. The balloon was removed intact. The patient status is fine with no complications reported. There is no other additional information available.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.